Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: item # 010000667 g7 pps ltd acet shell 60g lot# 6166752, item# 163674 32 mm cocr mod hd +6 mm no skirt lot# 408110, item #192114 echo por fmrl lat nc 14 x 150 mm lot#751320. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple mdrs submitted for this report: 0001825034-2018-03467.

Event description:
It was reported patient experienced "dislocation sensation" approximately one day post initial implantation. Attempts have been made for further information; however, no additional information provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. X-ray review by radiologist states left hip arthroplasty components are anatomically aligned. There is no evidence of fracture, dislocation or subsidence; therefore, complaint is not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.